Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that telemetry was unable to be established, the device did not interrogate and failed numerous incoming tests and it was attributed to the cable being out of specification. It was further noted that the device was internally contaminated and was to be replaced due to a lack of available parts for repair. (B)(4).

Event description:
It was reported that the radiofrequency (rf) head was unable to establish telemetry with a still in box device, pre-implant. The issue was resolved by replacing the rf head. The rf head was returned for repair. There was no patient involvement.